Event description:
On (B)(6) 2026, a patient underwent a percutaneous inferior vena cava filter retrieval using a snare retrieval kit. During the procedure, the radiopaque catheter was allegedly dislodged and embolized up the ivc. The procedure was completed using another balloon. There was no reported patient injury.

Manufacturer narrative:
This submission does not constitute a determination or admission that the device has malfunctioned or that the device was related to a death or injury. Device was discarded by user and is not available for evaluation.